Manufacturer narrative:
He device associated with the reported event was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product lot code required was not provided. The investigation could not draw any conclusions about the reported event without the device to examine and insufficient product information. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Implant sat lower than broach.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.